Manufacturer narrative:
The following were reviewed as part of this investigation. Patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a missing needle cover was inconclusive due to the condition of the returned sample. The product returned for evaluation was one 22 ga x 0.75¿ safestep safety infusion set. The sample was received with the safety mechanism not engaged and appeared free of usage residues. The sample was received with its original opened packaging. The sample was received without the plastic needle cover. While the needle cover was not received with the returned sample, the opened condition of the packaging prevented determination of the original state of the device. Consequently this complaint is inconclusive at this time. A lot history review (lhr) of ascrs0095 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when opening the package, it was noticed that the cover of needle was not contained in it. There was no reported patient involvement.